Event description:
Boston scientific crm received information that this device and competitive coronary sinus lead exhibited increasing impedances since implant. Some measurements were greater than 2000 ohms.

Manufacturer narrative:
The lead's configuration was reprogrammed in the device to resolve. No adverse patient effects were reported. As of today the device remains in service. This event will be updated if any additional information becomes available.